Event description:
The customer reported less than twenty milliliters of clenz cleaning solution leaked from the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated as samples were not analyzed at the time of the fluid leak. There was no patient impact associated with this event. The instrument was removed from service. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing had come off the fitting on pinch valve cvl85/126 during shutdown. The fse reattached the tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).